Event description:
It was reported that a dexcom g7 sensor paired to an ilet pump experienced a temporary loss of cgm signal to the ilet and ilet app, after which the user¿s caregiver re-paired the sensor and readings resumed; troubleshooting and education were completed, and no alerts or alarms occurred. Symptoms included no adverse clinical effects. Outcomes included no change in the user¿s health status, no medical or surgical intervention, and no hospitalization. Investigation included guided troubleshooting and confirmation of restored data transmission. Investigation of this case revealed a transient connectivity issue between the cgm sensor and the ilet receiver/application that resolved with re-pairing, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-performed corrective action addressing a temporary communication disruption.